Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in clinic after receiving inappropriate antitachycardian pacing and high voltage therapy for an atrial fibrillation with rapid ventricular response. Review of episodes showed a single shock due to accelerated rhythm to vf zone, and multiple atp during vt episode. Programming changes were made. The patient is doing fine.